Event description:
Discomfort- vagina [vulvovaginal discomfort] uncomfortable removal as the tampon tilts perpendicular [complication of device removal] string doesn't go through the center to the bottom of the tampon [device physical property issue] probable manufacturing cause [manufacturing issue] case description: consumer sent e-mail stating that for at least 3 tampons in the box, the string did not go through the center to the bottom of the tampon but instead came out the side. No serious injury was reported.

Manufacturer narrative:
07-jan-2021 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Discomfort- vagina [vulvovaginal discomfort]. Uncomfortable removal as the tampon tilts perpendicular [complication of device removal]. String doesn't go through the center to the bottom of the tampon [device physical property issue]. Consumer sent e-mail stating that for at least 3 tampons in the box, the string did not go through the center to the bottom of the tampon but instead came out the side. No serious injury was reported.